Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up. Immediately after the patient was put on the machine for hd treatment, the nurse observed blood dripping from the heparin line red ¿t¿ connection. There were no machine alarms. The patient was dialyzing on a fresenius 2008t hd machine and utilizing an elisio dialyzer. There were no visible defects noted on the bloodline during the pre-treatment inspection. It was also confirmed that there was no leaking during the priming. The patient¿s blood loss was minimal; their estimated blood loss (ebl) was 2 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up. Immediately after the patient was put on the machine for hd treatment, the nurse observed blood dripping from the heparin line red ¿t¿ connection. There were no machine alarms. The patient was dialyzing on a fresenius 2008t hd machine and utilizing an elisio dialyzer. There were no visible defects noted on the bloodline during the pre-treatment inspection. It was also confirmed that there was no leaking during the priming. The patient¿s blood loss was minimal; their estimated blood loss (ebl) was 2 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A visual inspection revealed that the heparin line had separated from the red ¿t¿ connector on the bloodline. No solvent was found in the connector port or on the end of the heparin line tubing. The heparin line and the red ¿t¿ connector were dimensionally inspected and found to be within the acceptable tolerance. This kind of failure can be attributed to improper assembly by the operator in the assembly line by failing to follow the work instruction and not applying solvent correctly in the components during the manufacturing process. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the sample evaluation, the reported event has been confirmed.